Manufacturer narrative:
The reported event of clavicle crush was not confirmed while the reported event of high pacing threshold was confirmed. As received, a complete lead was returned in one piece. X-ray and visual examinations did find clavicle crush damage. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to the device can.

Manufacturer narrative:
As received, a complete lead was returned in one piece. X-ray and visual examinations did find damage caused by clavicle crush. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event of high pacing threshold.

Event description:
Related manufacturer reference number: 2017865-2021-12125. Related manufacturer reference number: 2017865-2021-37506. It was reported that the patient presented for explant of the both the right atrial and right ventricular lead due to high capture threshold, and clavicular crush. There was also a history of over-sensed noise that was initially ascribed to the pulse generator, which also exhibited high capture threshold. However, lead damage was discussed as the possible source of oversensing. Both the leads and device were explanted.